Event description:
Customer claims to have had their ear pierced in retail store with the inverness ear piercing system. The customer sought medical treatment for an infection at the piercing site and was prescribed antibiotics.